Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat incontinence, cystocele, and rectocele concurrently with mini arc and anterior repair with mesh, posterior repair with mesh and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, lower back pain and numbness in legs. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 10/13/2013.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh excision on (B)(6) 2014 due cystocele and mesh erosion by dr. (B)(6), md.

Event description:
It was reported that the patient underwent mesh excision on (B)(6) 2014 due cystocele and mesh erosion by dr. (B)(6), md.